Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's epicardial left ventricular (lv) lead had a fracture as evidenced by high pacing impedance. The lv lead was capped. The epicardial lv lead was not immediately replaced due to difficulty accessing the patient's coronary sinus for use of a transvenous lv lead and the situation will be reviewed again at the time of the generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's left ventricular (lv) lead was capped and replaced for intermittent lv pacing and high impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.